Event description:
The complainant alleged that during a routine shift check by a clinician the display showed only dotted lines for an ECG baseline. The complainant indicated there was no patient involvement with this reported malfunction.